Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that, the customer had high blood glucose of the 500 mg/dl and was treated with the insulin pump and offered troubleshooting for it. Customer¿s mother was stated that, the sensor fell off within 2 hours after insertion. Mother reported that insulin was running down and cannula did not go into the skin and the sensor came off after putting it on. Instructed customer to monitor and call if problem persists. The device will not be returned for the analysis.